Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2018-03101. It was reported that patient¿s effective therapy had diminished over a month ago. Diagnostic imaging confirmed lead migration one vertebrae down. Company representative ran an impedance check and all contacts on the right side were invalid. As a result, patient may undergo a surgical intervention to address the issue.